Event description:
It was reported that medical attention was sought on (B)(6) 2016 at 9:00 pm due to the end user receiving blood glucose results in the 70's accompanied with symptoms of low blood levels. The end user was lethargic, confused and not feeling well. The paramedics were called and they performed a blood glucose test with their meter and the result was 78 mg/dl. They administered an IV of glucose and transported the end user to the ER. Upon arrival to the ER her blood glucose was in the 60's. The end user was admitted to the hospital from (B)(6) 2016 for an issue that was unrelated to her diabetes. Upon discharge the end user was instructed to follow up with her pcp. No additional information was provided in regards to the medical event.